Event description:
It was reported that the patient was unable to adjust stimulation. It was discovered that the device was powered off, and it was reported that the issue was resolved.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v712899, implanted: (B)(6) 2011, explanted: na. Programmer: model 3037, serial# (B)(4).